Event description:
Report received of a nondelivery of sodium phosphate. The pump was programmed in the continuous mode to deliver 511ml of sodium phosphate 35mm at a rate of 20ml/hr. The homecare pt called the on-call nurse and reported that the solution had not infused. The bag was reportedly full, but the pump display indicated the infusion as complete. The nurse consulted the pt and then advised the pt to call the homecare facility. The pump and tubing were replaced. The pt did not experience any adverse effects. Though requested, no further info was available.